Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call on (B)(6) 2018 that the insulin pump alarmed compromised force sensor system. It was also mentioned that the drive support cap was not loose. Blood glucose level was unknown at the time of the incident. Troubleshooting did not resolve issue. The insulin pump will be returned for analysis.